Event description:
A device history review of the prevena plus¿ incision management system was performed on (B)(6) 2019 for lot 5923913 which determined there were no issues during the manufacturing of this unit that would have lead to the reporting event.

Manufacturer narrative:
Added expiration date 30-apr-2022. Added device manufacture date 14-jan-2019. Based on the additional information obtained from the device history review, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the prevena plus¿ incision management system.

Manufacturer narrative:
Device evaluated by MFR: device was not returned. Based on information provided, it cannot be determined that the alleged infection is related to the prevena plus¿ incision management system. Kci has made multiple unsuccessful attempts to obtain additional clinical information with no response. No additional information is available. Device labeling, available in print and online, states: the prevena plus¿ 125 therapy unit, canister and associated accessories are components of the prevena plus¿ incision management system, which can be used with either prevena¿ peel & place¿ or prevena¿ customizable¿ dressings. Caution: the prevena plus¿ 125 therapy unit should only be used with prevena¿ dressing or prevena¿ plus dressings and its associated accessories. Do not use the prevena plus¿ 125 therapy unit with v.a.c.® therapy system accessories. Warnings infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and /or fatal injury. Some signs of complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and /or orthostatic hypotension or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena¿ dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena plus¿ therapy should be discontinued until the infection is treated. Warnings infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing; feel feverish; have pus at the dressing site; feel an increase in soreness at the dressing; have redness around the dressing; feel itching at the dressing; feel warmth at the dressing; have a bad odor at the dressing.

Event description:
On 15-mar-2019, the following information was reported to kci by the patient: the prevena plus¿ incision management system allegedly "did not work." The patient was placed on the prevena plus¿ incision management system post-operative a leg bypass surgery "last week." On (B)(6) 2019, the physician removed the prevena plus¿ incision management system. Upon removal, the patient alleged that the wound was wet with no progression of the wound. The patient also alleged the prevena plus¿ 150ml canister was dry and the only alarms were to charge the device. The patient reported that she was placed on prophylactic antibiotics at the time of the surgery and prevena plus¿ incision management system placement but alleged that she now has a wound infection that is being treated with antibiotic therapy. On 09-apr-2019, the following information was reported to kci by the patient: the patient reported she was allegedly in the hospital for two weeks and received intravenous antibiotic therapy. No additional information is available. The prevena¿ incision management system was not returned to kci, therefore a device evaluation could not be performed. A device history review of the prevena plus¿ incision management system is currently pending completion.